Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. Multiple (12) short v-v cycle intervals of 220 ms or less are observed between (B)(4) 2009 and (B)(4) 2010.

Event description:
It was reported that there was noise on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.